Event description:
(B)(4). Major bleeding and cramping during periods, cramping all of the time. Arthritis, fibromyalgia, anemia, pain in joints, swelling, allergy to nickle, memory issues, teeth breaking and falling out. Ultimate outcome was a full hysterectomy leaving only ovaries.